Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -8.5/+1.0/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2021. The surgeon reports glare/halos and pilocarpine administration. Reportedly, the lens remains implanted. The cause of the event is reported as device.